Manufacturer narrative:
A getinge field service engineer (fse) went to the user's site and confirmed that the back shell of the display was damaged, however the unit displayed normally and functioned normally, and no repairs were performed for the time being. If any pertinent information is received in the future, a supplemental report will be submitted.

Event description:
It was reported that before use, display shell of cs100 intra-aortic balloon pump (iabp) was damaged. There was no patient involvement.